Event description:
It was reported that the patient's right ventricular (rv) lead had lead warnings due to rv oversensing. The rv lead was extracted and replaced. During explant, the rv lead was not fully removed as the helix was secured in the myocardial tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Product event summary #the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and the impedance on the rv (right ventricular) pacing lead was beyond the expected range.